Manufacturer narrative:
The returned liner and modular head were returned and evaluated. From dimensional information found upon evaluation, there is evidence that the assembly may well have seized up due to the modular head becoming jammed between the locking ring and liner with only the shell rotating in the acetabulum which may have been a contributory factor to the complaint as it is difficult to see how a cnc lathe could produce an item that is so out of round and leads to questioning both the material used and the method of sterilization. In this case the material is medical grade uhmwpe which is far more stable than normal uhmwpe and is far less prone to movement at the temperatures normally envisaged. Due to the measured size of the liner, it is concluded that the shell with the liner assembled must have been through a heat source to cause the liner to shrink substantially i.e. An autoclave. This can not be proven but due to the fact that the assembly was successfully tested prior to dispatch and when returned it was not possible to retest it, this shows the movement had happened post manufacturing and inspection.

Event description:
It was reported that patient underwent primary hip procedure on (B)(6) 2013. Revision procedure was performed on (B)(6) 2013 due luxation of the bi-polar cup. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned to date. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Item is to be returned. Upon item return and completion of evaluation, a follow up report will be sent to the FDA.